Event description:
It was reported that the catheter would not capture, pacing was not available. The cables and pacing box were changed; however, the issue resolved when the pacing catheter was changed. The new catheter worked fine. There were no patient complications.

Manufacturer narrative:
The product was not returned; it was discarded at the hospital. A review of the manufacturing records could not be done without a lot number. Without return of the device; it is not possible determine if a product problem existed. With the limited clinical information available, it is not possible to determine potential contributing factors. No actions will be taken at this time.